Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 04/16/2007 and was last repaired on 09/09/2009 for a non-related issue. Evaluation of the device observed damage to the head and control bar. The customer returned a power supply which no failures were found. The handpiece did not operate for either the customer's or repair department's power supply. Prior to repair, the device was outside of calibration specifications only at the zero thickness setting. Repair of the device included replacement of the head, control bar and standard repair parts. In post-repair, the motor operated within electrical specification under no load; however, corrosion to the motor casing and reciprocating arm was observed. There is no information regarding the customer's cleaning or sterilization techniques; however, improper cleaning and sterilization most likely caused moisture to enter the handpiece potentially causing the corrosion to the motor casing and reciprocating arm, which most likely caused the motor to malfunction and not operate within the handpiece. The device was serviced and returned to the customer.

Event description:
It was reported that the electric dermatome handpiece did not operate properly and the headpiece sometimes would not turn at all. Additional clinical follow up determined that the issue occurred during surgery and there was no patient injury involved. It was noted that the reported issue caused damage to the graft; however, it was still able to be used. There were no alternate device retrieved for the procedure and surgery was extended by an unidentified amount. No further clinical information was received.